Event description:
Caller reported that their pump screen was dark and would not turn on, an issue that first occurred 2-3 months ago. There was no reported impact to the customer's blood glucose level. Technical support advised the caller to contact them when she has the pump available, and later attempted to follow up with the customer by phone, leaving a voicemail after not receiving an answer.